Manufacturer narrative:
The device was not returned for analysis, therefore the cause of the clinical complication cannot be confirmed. The instructions for use advises "if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that while injecting the onyx (after dmso), the onyx would not exit the microcatheter, and the tip of the device cracked. The crack in the tip was a fissure, the device was intact. During the procedure, there was friction during the onyx injection and the onyx became blocked within the microcatheter. There was no force applied during delivery or removal and the catheter tip was not entrapped. There was no reported vasospasm. When the physician removed the microcatheter it was in one piece and there was some onyx reflux noted. The injection rate was in accordance with the IFU. The procedure was completed through another artery. There was no harm to the patient. No extra surgery time (less than 30 mins).

Manufacturer narrative:
Please reference MDR 2029214-2016-00882 for the onyx referenced in this report.

Manufacturer narrative:
Device evaluated by manufacturer- additional information the ultraflow micro catheter and onyx les were being used for treatment on the spheno palatine artery. Based on the reported information and device analysis the customer¿s report of ¿catheter rupture¿ was confirmed. The appearance of the micro catheter indicates that the micro catheter ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the micro catheter, resulting in pressures exceeding the limits of the catheter. In this event, it was reported that ¿there may not have been enough dmso in the dead space of the delivery catheter.¿ the micro catheter¿s distal floppy segment was found to be flattened and twisted. However, the cause for these damages could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damage and irregularities during manufacture. Per the ultraflow IFU (instructions for use): infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.¿ per the onyx IFU: ¿filling catheter deadspace: aspirate approximately 0.8 ml of ev3 sterile dmso into an onyx les 1 ml syringe. Inject the dmso into the delivery micro catheter in sufficient volume to fill the catheter deadspace. Refer to delivery catheter labeling for deadspace volume. Increased resistance to onyx les injection ¿ stop injection. Do not attempt to clear or overcome resistance by applying increased injection pressure. If this occurs, determine the cause of resistance (for example, onyx les occlusion in catheter lumen), and replace catheter. Use of excessive pressure may result in catheter rupture and embolization of unintended areas. Premature solidification of onyx les may occur if micro catheter luer contacts saline, blood or contrast of any amount.¿

Event description:
The patient was treated with a different glue and is in good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.